Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date:the device manufacture date is not known at this time. (B)(4).

Event description:
It was reported that the light source shut off during procedure. The procedure was completed successfully with no adverse consequences or medical intervention.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: light source went out probable root cause: light cable, optics, leds, main board, jaw assembly, bent esst contact, inconsistent esst contact, cable pull out, camera head, firewire cable, software, front board, power supply, thermal switch, ac inlet board, use errors. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source shut off during procedure. The procedure was completed successfully with no adverse consequences or medical intervention.